Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing leads, (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that the incision from their implantable pulse generator (ipg) is "ragged looking and is always sore to touch." Patient also reported that they "can't lie on their side any more because it wakes them up and the ipg moveswhen they on their side." Follow-up with the physician indicated the patient had a pocket revision after reporting the above symptoms. The device remains in use. No further patient complications have been reported as a result of this event.